Event description:
The customer reported that an 840 ventilator was inoperable. No patient involvement. The customer reported to have replaced the gui to bd cable. Covidien was not authorized to repair the unit.